Event description:
Same case as MFR report #: 2134265-2012-04010. Same patient as MFR report #: 2134265-2012-04011, 2134265-2012-04215. It was reported that during a stenting treatment procedure, plaque shift occurred. The patient presented with a myocardial infarction in (B)(6) 2011. Using the right femoral approach, the lcx artery was immediately crossed with a choice pt guide wire and a 3.0x20mm apex balloon. Flow was reestablished. However, thrombus continued to reaccumulate after the initial balloon angiography. At this point the physician "presumed there may be some dissection". The patient was in cardiogenic shock and complaining of severe pain. Next, a 2.5x12mm promus stent was deployed at 12 atms in the ostium of the om3/1 branch over a choice pt wire with a second wire being placed down the main coronary artery. Then the lcx was redilated and a 2.75x38mm unspecified taxus stent was deployed at 12 atms distally and 16 atms proximally. There was mild haziness that continued to persist. The om branch was rewired and "kissing 2.5 apex balloons were used to dilate the ostium of the om1 branch, as well as the lcx artery to 12 atms". A 2.5mm unspecified balloon was then advanced down into the om4 branch and angioplasty was performed. There was mild haziness proximally, so finally a 3.0x12mm promus stent was deployed at 18 atms in the proximal lcx artery to complete the procedure. In (B)(6) 2012, the patient returned with an acutely closed lcx artery. A 2.5x20mm apex balloon was advanced over a choice intermediate guide wire and opened up the lcx artery. Then pre-dilation with a 2.5x20mm unspecified balloon was performed in the om3 branch and a 2.5x24mm promus element plus stent was deployed at 14 atms. The physician then wired down the om2 branch and ballooned from the distal to the proximal portion of the vessel, as there was clotting there as well. Once flow was reestablished in the vessel, the physician then recrossed into the om3 branch and dilated with a 2.5x20mm unspecified balloon at 14 atms to complete the procedure. Approximately 20 minutes after his cardiac catheterization and when the patient was just getting off the table he began having significant st elevation again. "We re-evaluated the patient with a 3.5mm balloon via the existing 6fr sheath but the vessel was found to be clotted". Next the physician went back down with a 3.5x40mm apex balloon and did multiple inflations and then deployed a 2.5x24mm promus stent in the distal lcx artery. This showed widely patent flow, although there was diffusely diseased vessel through the whole lcx artery. It was elected to stop at that point, the st segments were depressed and the chest pain was gone. The patient was prescribed aggrastat in attempt to try to keep the vessel open. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).